Event description:
Customer reports unspecified sinus infection, irritated eyes and earaches.the customer consulted with the md three times in one week and was prescribed unspecified antibiotics.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.